Event description:
Boston scientific crm received information that this device and lead system, which was implanted in the abdomen, was exhibiting electrogram noise on all 3-channels. The appearance of electrogram noise did not appear on all 3-channels simultaneously. The noise was associated with oversensing and righ atrial (ra) pacing inhibition. The measured pacing impedance measurements were normal. The local representative had been notified of these clinical observations but could only identify electrogram noise on the right ventricular (rv) channel electrogram. The rv electrogram noise was associated with oversensing and delivery of antitachycardia pacing (atp). The clinical observations were reproducible. There has been no out-of-range (oor) impedance measurements recorded. Technical services reviewed latitude's latest send data upload and identified electrogram noise on the ra channel during an atrial tachycarida response (atr) episode. Technical services received information that this patient had not developed atrial fibrillation (af). The patient was presented to the electrophysiology (ep) laboratory. The local representative clarified that there was pacing inhibition on the rv channel and the rv pacing impedance was less than 200 ohms. The chronic device and lead system were explanted from the abdominal pocket and will not be returned for analysis. A replacement device and lead system were implanted pectorally.

Manufacturer narrative:
There were no adverse events reported.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. Visual inspection found that all of the seal plugs were intact and all of the set screws operated normally. The device was put through and passed manual testing that verified the performance of pacing sensing and shocking functions of the device. The recorded pacing and shock impedance measurements during testing were within normal limits. Additional extensive testing of the device (with leads connected) was undertaken and no intracardiac noise was reproduced during lead manipulation. No further testing was performed as the device performed normally throughout laboratory testing.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return product department.